Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument sparked. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the yellow cover of the instrument was charring. At the same time, a maryland bipolar forceps, a fenestrated bipolar forceps, and a cadiere forceps were in use. The generator used was a vio3 of amco (third-party generator). The settings used were cut: 5, coag:9. The arcing occurred while in contact with tissue, but there was no injury to the patient. It is believed that the arcing happened due to the use of a 3rd party generator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint regarding a spark was confirmed by failure analysis. Common causes of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.